Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the noise reversion episodes were observed, and the right ventricular lead exhibited noise which could not be reproduced through isometrics. The patient remained stable. No intervention was performed and the patient will be monitored continuously.